Manufacturer narrative:
Batch review performed on 17-aug-2023. Lot 189541: (B)(4) items manufactured and released on 11-mar-2019. Expiration date: 2024-02-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At 4 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.